Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain and non-malignant pain. It was reported that as of four weeks prior to (B)(6) 2017, the patient¿s catheter malfunctioned. The catheter had previously been aspirated and checked for small puncture holes, etc. The patient would have to make a decision within a couple weeks on whether or not to remove the pump completely or to have the catheter replaced. The patient was not looking forward to another surgery. If the catheter would be taken out, it would mean the patient would go back to oral medications, which make the patient impossible to live with. There were no reported symptoms.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.